Manufacturer narrative:
On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Section e3: occupation is patient/consumer

Event description:
It was alleged that a patient received discrepant results when testing with coaguchek vantus meter serial number (B)(6). At around 9:30 to 10:30, a sample from the patient was tested using the meter, resulting in a value of >(B)(6). Within one hour of the initial test, a sample from the patient was tested using the meter, resulting in a value of (B)(6). Each test was performed using test strips from a different vial. The patient reported the higher inr result to the doctor and there were no changes in her warfarin dosages. The patient's therapeutic range is (B)(6).